Manufacturer narrative:
Result of investigation: three probes were returned which are working properly in terms of reading temperature. However, no insulation resistance or hipot testing performed due presence of breaks in the cable jackets exposing the shield wires. Heat shrink was applied on one of the probes (not as the original condition) in order to keep using it after the cable jacket had been breached. Also, photo included in package shows burn may have been caused by the tip of the probe (not the incubator). Based on the findings, it was determined that the reported failure is not related to the manufacturing process but perhaps to a user error based on the IFU (instructions for use) supplied to each probe to not try to use or repair a damaged unit.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a patient suffered a burn injury involving the airlife infant skin temperature probe, and medical intervention was required to treat the wound.